Event description:
Medwatch report received from baxter's legal dept states pt was admitted for removal of benign cyst and was administered pca therapy of morphine for post-operative pain. Per the medwatch report, supposedly a family member of the pt was instructed by a clinician to "push the pca button every five minutes." As a result, the pt received "above 60mg" of morphine and remained in a deep sleep from which they could not be aroused. The pt later arrested and expired. The medwatch report states "the coroner's report stated the cause of death was hypoxic encephalopathy following resuscitation for cardiopulmonary arrest due to morphine intoxication for post-operative pain."